Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that their navigation system became unresponsive and experienced continuous blockages. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.